Event description:
It was reported that while trying to engage the catheter, a dissection of the left main artery occurred. The patient was taken to bypass surgery to repair the dissected artery. Patient is now recovering from surgery.